Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customers product was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to laboratory results using the readiplastine acl top 500 werfen method. The meter result was 2.0 inr and less than 3 hours later the laboratory results were 2.73 inr and 2.64 inr. The patients therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Medwatch field lot was updated with the correct lot number.